Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, " loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history."

Event description:
It was reported by patient's legal counsel that patient underwent a right hip revision procedure approximately twelve years post-implantation due to allegations of pain, discomfort, soreness, swelling, inflammation, tissue damage, limited mobility, acetabular loosening, bone fracture, dislocation, metal debris, metallosis, metal poisoning and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01193 / 01194). Product location unknown.

Event description:
It was reported by the patient they underwent an initial right total hip arthroplasty (B)(6) 2004. Subsequently, the patient indicated a revision procedure may occur due to alleged elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported by the patient they underwent an initial right total hip arthroplasty (B)(6) 2004. Subsequently, the patient reported a revision procedure on (B)(6) 2016 due to alleged elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.